Event description:
The reporter claimed that the subject pump felt warm to touch on the battery compartment. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 06/25/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/26/2012 with the following findings: the pump black box history showed a battery voltage drop on (B)(6) 2012 from 158 vdc to 134 vdc. The battery returned with the pump showed no evidence of overheating. The battery compartment and cap were found to be intact. The pump was exercised for 5 hours without overheating or alarms. The pump electrical current draws were tested and were found to be within specifications. The power circuit was tested and no defects were found. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.